Event description:
The customer reported observing negatively biased quality control results on the eci analyzer using level 1 quality control fluids for tsh and total-bhcg biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result this event.